Event description:
Additional information received reported the lead moved during surgery. Repositioning of the lead was done in the same implant procedure. Following the implant procedure, the patient was receiving effective therapy.

Event description:
It was reported the lead deviated at the transition of the lateral ventricle and the roof of the thalamus during surgery. The healthcare professional (hpc) did not use an insertion cannula ending at the anterior target inside the thalamus. The lead was repositioned during the lead implant. There was no patient harm, injury, or death. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).